Manufacturer narrative:
The investigation for the architect i1000sr, serial # (B)(6) further evaluated the valve, manifold kit (rohs) and the arc probe tubing, which were replaced due to being worn out from normal use. Return testing was not completed as returns were not available. A review of tracking and trending did not identify a trend for the valve, manifold kit (rohs) and the arc probe tubing. Review of tracking and trending found no similar issues related to the architect system with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the valve, manifold kit (rohs) and the arc probe tubing. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the architect i1000sr, serial # (B)(6) or valve, manifold kit (rohs) and the arc probe tubing was identified. The following sections were corrected g1-contact office first name. G1-contact office last name. G1-contact office address 1. G1-contact office city. G1-contact office zip code. G1-contact office country. G1-contact office phone number. G1-contact office email. G1-contact office fax number.

Event description:
The customer reported false elevated architect stat troponin-I. The customer reported that this occurred twice and provided the following data: (customer normal range is <0.04 ng/ml). Initial troponin was 0.42. Later, another sample was collected and generated a result of 0.0. The emergency department charge rn questioned the results. The initial sample was repeated and generated a result of 0.0. Charge rn stated there was another event of elevated troponin but did not have patient specific details. The customer reported that they were not aware of any improper patient treatment being provided. There was no reported impact to patient management.

Manufacturer narrative:
The architect i1000sr, serial #(B)(6) was inspected and found that the issue was resolved by replacement of the assy, pre-trig trig manifold, with valves (rohs) resolved the issue. Return testing was not completed as returns were not available. A review of tracking and trending did not identify a trend for the assy, pre-trig trig manifold, with valves (rohs) and review found no similar issues related to the architect system with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the assy, pre-trig trig manifold, with valves (rohs). A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the architect i1000sr, serial # (B)(6) or assy, pre-trig trig manifold, with valves (rohs) was identified.

Event description:
The customer reported false elevated architect stat troponin-I. The customer reported that this occurred twice and provided the following data: (customer normal range is <0.04 ng/ml) initial troponin was 0.42. Later, another sample was collected and generated a result of 0.0. The emergency department charge rn questioned the results. The initial sample was repeated and generated a result of 0.0. Charge rn stated there was another event of elevated troponin but did not have patient specific details. The customer reported that they were not aware of any improper patient treatment being provided. There was no reported impact to patient management.

Event description:
The customer reported false elevated architect stat troponin-I. The customer reported that this occurred twice and provided the following data: (customer normal range is <0.04 ng/ml) initial troponin was 0.42. Later, another sample was collected and generated a result of 0.0. The emergency department charge rn questioned the results. The initial sample was repeated and generated a result of 0.0. Charge rn stated there was another event of elevated troponin but did not have patient specific details. The customer reported that they were not aware of any improper patient treatment being provided. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.